Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead's allegation was not confirmed but during visual observation a cut in the insulation was noted. The helix or tip showed no anomalies. The lead passes all electrical testing.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. Additional information indicates that this lead exhibited lack of sensing and loss of capture. This lead was explanted. No additional adverse patient effects were reported.